Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this lead, no stimulation was observed. The lead was removed; no resulting adverse patient effects were reported. Should the lead be returned for laboratory analysis, another report with analysis findings, will be provided.

Event description:
It was reported that during the attempted implant of this lead, no stimulation was observed. The lead was removed; no resulting adverse patient effects were reported and the lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.